Manufacturer narrative:
Date of event is unknown.

Event description:
It was reported that the patient was experiencing pain at the ipg site. As a result, surgical intervention may occur at a later date to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the ipg was explanted and replaced on (B)(6) 2021. Post-operatively, the patient's issue resolved and therapy was restored.